Event description:
Territory manager was notified by wound ostomy and continence nurse (wocn) who reported of a (B)(6) male pt admitted to the surgical trauma unit due to head injury on (B)(6) 2014 and has remained unconscious since head injury occurred. Report also indicates that pt had an issue of loose stools beginning on (B)(6) 2014 and it was determined that an fms needed to be inserted on (B)(6) 2014. Fms remained in place until it's removal on (B)(6) 2014 due to evidence of a dark purple area around anus noticed by the staff. The physician and the wocn evaluated the pt on (B)(6) 2014 due to continuing loose stools, and the results of their eval showed an open area on sphincter which was determined to be a stage IV wound. Lastly, fms was not reinserted and pt's condition remains unchanged.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that the physician discontinued order for device. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.